Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic non-pacer dependent patient presented remotely via merlin@home transmission. Upon review of electrograms, the patient's right atrial(ra) and right ventricular(rv) leads exhibited noise which appear to be external and not related to lead integrity. Frequent transmissions for noise reversion episodes were sent for the ra and rv leads. The timing of the transmissions match the work hours of the patient who uses power tools. The ra and rv leads will continue to be monitored. The patient was stable. Related manufacturer reference number: 2017865-2019-11062.